Event description:
On (B)(6)2023 (B)(6), employee of intuvie, received a call from s.d., patient of florida (B)(6), who called to ask if her pump was working. Had patient press green ok button. No response. Had patient power on pump. Only option new infusion. Had patient power off pump, engage slide clamp and follow up with clinic. Current vtbi: unknown no other detail given. On 6/21/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.